Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the syringe red seal label was peeling off and may had transferred color to the gel. Printing defects on the syringe. It was also mentioned that as soon as the report was completed, it was necessary to report the incident of the actual disposal and the difficulty in draining water.